Event description:
Boston scientific received information hat when connecting the device to the leads, no signals were seen on the electrocardiogram when connecting the lead to the right ventricular port. All measurements with the pacing system analyzer (psa) were normal. The leads were reversed in the header and tested again which displayed signals when the right ventricular lead was plugged into the right atrial port. A suspected issue with the right ventricular port was noted. Technical services discussed reconnecting the device and leads once again. Finally after another attempt to reconnect the device and leads normal measurements and signals appeared on the electrocardiogram, and thus the system was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.